Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that their receiver and transmitter were "not communicating" on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.